Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a post-meal low glucose while using a dexcom g7 with the ilet system, with difficulty estimating carbohydrate amounts and infrequent snack announcements; the patient treated with oral glucose and was advised to announce meals based on carbohydrate content and to treat lows before announcing meals. Symptoms included hypoglycemia with a lowest cgm value of 51 mg/dl and an approximate duration of 35 minutes. Outcomes included medication intervention with oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.